Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient was admitted to hospital. Patient presented with clinical diagnosis of right foot wound, skin, subcutaneous soft tissue and bone debridement right foot and acute and chronic osteomyelitis .she was operated and debrided twice for continuing cellulitis and deep soft tissue infection of her foot .organisms recovered were a staphylococcus haemolyticus and a klebsiella. On (B)(6) 2010: patient was discharged. On (B)(6) 2010: patient presented for office visit. She had a little pain in her leg (B)(6) 2010: patient presented for office visit. On (B)(6) 2011: patient presented with chief complaint of diabetic foot ulcer. Three weeks ago, wound opened up on the right metatarsal third bead. Review of system reveals patient has gerd and neuropathy in lower extremities. Assessment: recurrent diabetic foot ulcer of the right foot. On (B)(6) 2011: patient presented with pre-operative diagnosis of intractable low back pain with radiculopathy and stenosis l2 through s1 and history of multiple prior laminectomies and underwent following operations: re-exploration of previous laminectomies l2 to l5 with left-sided laminotomies; complete facetectomies and foraminotomies at l2-l3, l3-l4 and l4-l5; left l2-l3, l3-l4 and l4-l5 discectomy for placement of trans foraminal lumbar inter-body fusion spacer poly ether ether ketone (peek) inter-body spacer filled with local crushed auto graft; pedicle screw fixation bilateral l2, l3, l4, l5 and s1. (K2 mesa); posterolateral fusion bilateral l2-l3, l3-l4, l4-l5, l5-s1 using local crushed auto graft, bone morphogenic protein-soaked scaffolding, demineralized bone matrix graft extender; use if internal bone growth stimulator bilaterally l2 to s1; use of the operating microscope for micro dissection purposes; use of intraoperative anteroposterior (ap) and lateral fluoroscopy; use of intraoperative spinal and peripheral nerve monitoring; posterior lumbar l2-s1 fusion with instrumentation. Per op notes "...partial facetectomies were performed on the right side for screw placement at all associated levels. At this point in time, partial facetectomies were performed on the right side to facilitate screw placement and fusion. At this point in time, screws were placed bilaterally at l2, l3, l4, l5 and s1 using traditional anatomic landmarks and anteroposterior (ap) and lateral fluoroscopy, screws were placed by using a pedicle finder followed by a pedicle probe followed by a pedicle tap and reprobing to make sure there was no medial or lateral breach followed by screw placement, all performed under fluoroscopy. Anteroposterior (ap) and lateral imaging confirmed good overall placement of the pedicle screws. There was good overall purchase. Vertical rods were then connected to either side to the associated pedicle screws and the pedicle screws were then locked securely to the associated rods. The locking mechanisms were clearly and visually engaged. A cross link was utilized between the l2 and l3 vertical rods. Prior to rod placement, the transverse processes bilaterally at l2, l3, l4, l5 and the sacral ala at s1 had been decorticated with a coarse-diamond bur. Therefore, the internal bone growth stimulator wires were placed from l2 to s1 bilaterally and taken out through the fascia and a subcutaneous pocket was fashioned to place the generator battery. Following the internal bone growth electrode stimulator lead, the posterolateral fusion was performed from l2 to s1 using bone morphogenic protein-soaked scaffolding, demineralized bone matrix with allograft local crushed autograft and some bone graft extender. The self-retaining retractors were removed and two hemovac drains were placed on either side of the spinous midline taken out well away from the original incision. The suprafascial area was irrigated with antibiotic saline and then closed with a combination of 2-0 and 3-0 vicryl sutures followed by skin staples. The wound was cleaned and dressed in a standard fashion. No complications were reported. On (B)(6) 2011 patient presented for office visit. On (B)(6) 2011 patient presented for office visit. 28 aug 2011 patient presented for office visit with problem of constipation and pain. On (B)(6) 2012 patient presented for office visit with chief complaint of posterior lumbar interbody fusion. On (B)(6) 2012, patient presented for office visit. On (B)(6) 2012 patient presented with pre-operative diagnosis of recurrent left carpal tunnel syndrome. Operation: re-do carpal tunnel release on the left. No patient complications. On (B)(6) 2015 patient presented with chief complaint of right hand trigger finger, middle finger. On (B)(6) 2015 patient presented with pre-operative diagnosis of right long finger trigger finger. Operation: release, right long finger "a1" pulley for trigger release. No patient complications. On (B)(6) 2015: patient presented for office visit. On (B)(6) 2015 patient presented for office visit with clinical diagnosis of right foot wound.